Event description:
It was reported that the device was at recommended replacement time (rrt). The output of the device was high due to high thresholds on the right ventricular lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the device was at recommended replacement time (rrt). The output of the device was high due to high thresholds on the right ventricular lead. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.